Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had the main arm cannot communicate with the motor arm. Customer's blood glucose level was unknown at the time of incident. Customer stated that they were able to clear the alarm but were unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test. However, a pump error 3 alarmed during the rewind due to moisture damage on the electronic assembly. We were unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor or occlusion test due to the rewind anomaly.